Manufacturer narrative:
Data analysis was not performed since customer used strips that expired on 07/31/2011. No product is expected to be returned. Strip lot in complaint was not provided. Customer provided strip code 4f728, which is associated to strip lot #234587 and #234588. Retained strip testing for both lots revealed that result comparisons met accuracy criteria. Investigation results for retained strip lot #234587: at least two out of three replicates for both donors are within the allowable bias (+ or - 1.0) for accuracy. No further investigation will be pursued at this time. Investigation results for retained strip lot #234588: at least two out of three replicates for both donors are within the allowable bias (+ or - 1.0) for accuracy. No further investigation will be pursued at this time. Per complaint issue, pt has factor v leiden and is taking aspirin. Per precautions and warnings from the inratio2 package insert, "current health status may affect test results and cause unexpected or inaccurate results. It's important to take certain health factors into consideration when interpreting test results and deciding on a course of action. Failure to do so may lead to an incorrect interpretation of the inratio/inratio2 system result." Also per package insert, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping, or changing the dose can affect the inr value." (B)(4). Due to these low occurrence rates, below the action threshold monitored by qa for corrective action (B)(4), no further action is required at this time. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Pt tested on trainer's strips. Strip lot unk. Results as follows: date: (B)(6) 2011, inratio2: 5.4, lab: 2.8; 5.3, 2.8. Caller also reported imprecision with inratio2 meter. Results as follows: date:(B)(6) 2011, inratio2: 5.4; 5.3. Patient's therapeutic range: 3.0-3.5 inr.